Event description:
It was reported the power PICC has a problem with the single-chamber high-pressure threaded port, and there is liquid leakage after the puncture is completed, and the liquid leakage still occurs after replacing various joints.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed seventy-one other similar product complaint(s) from this lot number.

Event description:
It was reported the power PICC has a problem with the single-chamber high-pressure threaded port, and there is liquid leakage after the puncture is completed, and the liquid leakage still occurs after replacing various joints. Two samples were returned for investigation. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. Two 4 fr sl powerpicc catheters were returned for evaluation. The product sticker label indicated lot: refx3536. One catheter extended up to the 25 cm depth marker and the second catheter extended up to the 37 cm depth marker. The catheters were infused with water and a leak was found to originate at the interface between the syringe and purple luer hub. Microscopic inspection of both purple luer adapters revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap and luer lock syringe; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.